Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received inaccurate fill estimates after loading several cartridges with insulin. Reportedly, the customer was able to extract 20 to 35 units of insulin when the cartridge was almost empty. The customer's blood glucose level was in the 120's mg/dl. The customer delivered a bolus and the fill estimate increased. During follow-up with tandem technical support, the customer reported that after performing the air extraction technique prior to loading a cartridge, no additional fill estimate issues were noted.